Event description:
It was reported the camera head had no image. The issue occurred prior to a therapeutic cystoscopy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, g3, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, cable disconnection and cable breakage. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Also, the actual product had a cable disconnection; therefore, it is assumed that the image function did not function normally due to the cable disconnection and "image noise" was generated. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The issue occurred prior to an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.